Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose level of 427mg/dl and treated. Blood glucose level at the time of the call was 254 to 262 mg/dl. Customer also experienced low blood glucose 75 mg/dl. The auto mode feature was active at the time of the incident. Customer declined to troubleshoot. The insulin pump was not replaced or returned for analysis.

Manufacturer narrative:
The concomitant medical products have been provided with this report.